Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 600 mg/dl and current blood glucose level was 246 mg/dl. The customer was treated with manual injection and set changes. The customer reported that the customer changed set and the blood glucose levels were high with 400 mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will be returned for analysis.